Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type?, evaluation codes and additional MFR narrative. No devices or photos were received with complaint for investigation; therefore, the condition of the nexgen mis tibal plate components is unknown. Without a device for exam, neither visual nor dimensional analysis are possible. The device history records could not be reviewed nor could the compatibility be assessed since the product part and lot number combinations are unknown. This device is used for treatment. A product history cannot be conducted since the 12 product part and lot numbers are not available. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that twelve patients underwent knee arthroplasty revision due to aseptic tibial loosening.